Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified while the transfer set was in use. This occurred during an unspecified phase of active peritoneal dialysis therapy. The patient was not connected to the cassette at the time of the observed event. The patient informed their peritoneal dialysis registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.